Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient then had a loss of efficacy and was reviewed at clinic where it was determined that the lead impedances were out of range. It was decided to replace the lead, and on opening up the pocket it was found that the lead had fractured at the entry point into the ins. Therefore the ins and lead were replaced.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that they had to replace a battery which had recently been replaced because the tined lead had fractured at the entry point to the battery. A small piece of lead could not be removed from the device and still remained in the patient. It was also noted that the impedance values were out of range. On opening of the pocket it was noticed that the lead had in fact rotated and fractured at the entrance to the ins, leaving a piece of lead stuck within the device. A new lead and ins was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
Device analysis for the lead revealed no significant anomaly. The 4 proximal end conductors were broken (overstressed/damaged), consistent with explant damage. The # 0 connector sleeve was crushed. If information is provided in the future, a supplemental report will be issued.